Event description:
Provider advised the hub of the rear wheels is stripped where the show spacer bolt to.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.